Event description:
It was learned via the patient registry that a patient with a 25mm 3000tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, five (5) months due to unknown reasons. The tmvr procedure was performed with a 26mm 9750tfx transcatheter valve.